Event description:
It was reported that the customer sent to the emergency room with a blood glucose (bg) of 575 mg/dl, cause was unknown. The customer was treated with humalin and a blood thinner. The customer was released on (B)(6) 2026 later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.